Event description:
It was reported by the rep that the (1) cdh33 was to be used for a low anterior resection procedure. It was reported that the tech started to open the device in order to remove the anvil. When the staple retaining pin was removed, it was noticed that some of the staples were advanced from their recessed area (sticking out). They opened another cdh33 and proceeded with the case. The safety was never released. There was no consequence to the pt.